Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead could not be fixed when placed in the left ventricle. The lead was not used, and the physician implanted a dual chamber device instead. There were no patient consequences. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was ¿lead could not be fixed¿. Final analysis found as received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.